Event description:
A report was received that the patient was charging the ipg more often. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was no longer working. Malfunction was suspected. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was charging the ipg more often. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg serial number could not be obtained. Therefore, a device history report could not be conducted.

Event description:
A report was received that the patient was charging the ipg more often. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The actual issue with the ipg could not be confirmed since the ipg had been in hibernation for quite some time. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was charging the ipg more often. The patient will undergo an ipg replacement procedure.